Manufacturer narrative:
(B)(4).

Event description:
The pt experienced shocking and pocket stimulation. The pt was seen in clinic. Impedances were ok. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.